Event description:
As reported by a field clinical specialist (fcs), when the scrub removed the 29mm sapien valve from the jar he scrub noticed that the valve had a couple of red dots on the leaflets. The team decided to not use the valve and open a new one. Surgical towels were used in the operating room but not near the valve.

Manufacturer narrative:
Investigation is ongoing

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. Added information to a1. The sapien 3 valve was returned to edwards lifesciences for evaluation. The returned valve was unused, detached from holder/serial tag and in solution jar. The returned device was visually inspected for any abnormalities and the following was observed: two (2) red particulates, approximately 1mm, observed on cp1 leaflet. No applicable functional testing for this complaint code. The evaluation is based on visual inspection and material analysis. No dimensional testing for this complaint code. The evaluation is based on visual inspection and material analysis the complaint event site provided imagery relevant to the complaint and the following observed and particulate was observed on the leaflet. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, device preparation manual and no IFU/training deficiencies were identified. The complaint for "particulate - noticed" was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the red particulates showed similar absorption to zein material. Process walk through was performed by manufacturing. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match red zein material. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, "when the scrub removed the 29mm sapien valve from the jar the scrub noticed that the valve had a couple of red dots on the leaflets". It is possible that the red particulates were introduced during device handling/preparation, as it was observed before the valve rinsing process. As such, available information suggests that procedural factors (device prepping handling) may contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.